Manufacturer narrative:
Qn# (B)(4). The product (catalog# sa-15853) is not sold in the us. Similar product/component sold in the us.

Event description:
The customer reports the doctor indicated that there was no vacuum created by the syringe once in the vessel. The doctor was unable to draw back from the vessel. A new kit was obtained and used successfully.

Event description:
The customer reports the doctor indicated that there was no vacuum created by the syringe once in the vessel. The doctor was unable to draw back from the vessel. A new kit was obtained and used successfully.

Manufacturer narrative:
(B)(4). The customer an opened cvc set with the arrow raulerson syringe (ars) and introducer needle for review. Visual examination of the ars and introducer needle did not reveal any anomalies or defects. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was initially felt, but the plunger body was able to move to the bottom of the syringe. Air was observed escaping in the barrel from the side of the plunger, therefore, the sample failed the push leak test. A device history record review was performed and no issues were identified. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test but failed the push leak test. The probable cause of this issue is manufacturing related. A non-conformance request has been initiated to further investigate this complaint. Teleflex will continue to monitor and trend for issues of this nature.